Manufacturer narrative:
This report is for an unknown nail head elem: tfna lag screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that the patient was in need of revision surgery to have tfna removed. The patient fell and was stated to have either cut through or cut out. The implant was originally placed on (B)(6) 2020. There is no further information available. Concomitant device reported: unknown dhs/ dcs plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unk - nail head elem: tfna lag screw. This is report 1 of 1 for (B)(4).